Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with moisture damage to the electronic assembly. Device failed the active current measurement, prime or seating test, basic occlusion test and the force sensor test. Device passed the self test, sleep current measurement, rewind test, occlusion test, and the displacement test.